Manufacturer narrative:
Medical device expiration date: na. (B)(4). Investigation summary: a device history record review was performed for provided lot number: 8025511. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, one photo was received for evaluation by our quality team. The photo shows a plastic bag with what appears a syringe inside, and another object right next to syringe and it is not possible to clearly see what it is inside of the plastic bag. No conclusions can be offered from the photo, and no physical samples were received, and a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. All the inspections and testing performed while producing this lot were accepted. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle ns 23ga 1in mtw ch experienced a needle that was loose/pulled out of hub. The following information was provided by the initial reporter: material no.: 301657; batch no.: 8025511. Component malfunction while in service. Needle became detached from luer housing, and remained inserted into patient's artery after removing device.